Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2019 .blood glucose level was over 600, 400mg/dl. Auto mode was off at the time of incident. Troubleshooting was declined for high blood glucose.. Customer was treated with manual injection, intravenous route saline. The insulin pump will not be returned for analysis.